Event description:
Following implantation, the valve pressure was changed but no improvement was observed in the pt. Contrast media was used to reveal a blockage in the area between the chamber and prechamber. The valve was explanted.